Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) ranging from 40 to 50 (mg/dl). Contact provided the customer with juice and water. Contact alleged that the pump delivered too much insulin to the customer. Reportedly, the basal settings may not have been appropriate for the customer. The customer consulted with the clinical diabetes specialist regarding the pump settings.